Event description:
Info received indicates pump experienced error code 45.

Manufacturer narrative:
Error code 45 was found in the pump history log. The pump software was upgraded. (B)(4) is part of recall number (B)(4).